Event description:
End user hospital reported that pressure monitoring line was tangled in custom kit and saline tubing was pinched, causing bubbles. There was no pt injury involved. No sample was retained.